Event description:
As reported by the user facility:during an on-site integration workflow event with oracle health, the nicu nurse educator at epch reported occasions in which perfusor syringe pumps infused volumes that were significantly less than expected. For example, if the nurse anticipated that 45 ml should have infused by a certain time, the pump only infused 38 ml. Nurse educator unable to define specific pump, patient, medication, or date/time details, citing multiple recent instances of these challenges. She reported that nurses have pulled impacted pumps from circulation for biomed inspection, but the issue has occurred repeatedly. The educator indicated that this issue is often detected with narcotics due to the close monitoring associated with the infusions. She denied the occurrence of occlusion alarms in these cases. Advised to send impacted devices to biomed for further investigation upon next event (if applicable) and to report specific details for additional assessment.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device and device logs were not made available for evaluation.